Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Request was performed for additional information including lot number however lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient experienced high blood glucose on (B)(6) 2026. The event lasted for more than 4 hours and was treated using the insulin pump. No further information available.